Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6)2015 upon sensor pod removal, sensor wire detached from sensor pod. The sensor was inserted on (B)(6) 2015. Patient inserted sensor into arm. The patient's mother did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of detached sensor wire cannot be confirmed. It was reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: sensor placement and insertion is not approved for sites other than the belly (abdomen). However, a root cause for the reported detached sensor wire cannot be determined.